Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line tubing. This was noted during peritoneal dialysis. The patient had started over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A tubing hole is a known cause of a leak. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.